Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the catheter leaked. The catheter was removed and replaced without issue.

Manufacturer narrative:
(B)(4). Visual, functional and dimensional inspection could not be performed as no sample was returned for analysis. No lot number was provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural catheter with no relevant findings. A corrective action is not required at this time as the potential cause of a hole in the catheter could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of a hole in the catheter could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges that the catheter leaked.the catheter was removed and replaced without issue.